Event description:
The customer reported erroneous hybritech prostate-specific antigen (hyb-psa) results, for multiple patients, and no value and relative light unit (rlu) flags involving the unicel dxc 600i synchron access clinical system used in conjunction with the access access reagent. One additional patient obtained erroneous total thyroxine (tt4) and thyroid hormone uptake (t-uptake) results. The customer also reported obtaining samples counts outside limits errors while analyzing patient samples. One patient's erroneous result was released out of the laboratory. It is unknown if there was any change in patient treatment due to the erroneous result. There has been no report of patient injury associated with this event. The customer indicated all affected patient samples were to be reanalyzed. The customer performed and completed system check and it failed with rlu flags, on the first four replicates of the washed portion. The customer then verified the fitting on the substrate bottle cap and discovered it was loose (the customer replaced the substrate bottle just prior to analyzing the samples). The customer tightened the loose substrate bottle cap and repeated system check; system check passed within specification on all parameters. Quality control (qc) was within the acceptable range. The instrument was returned to normal operation.

Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through system troubleshooting.